Event description:
Report received: the customer states that during the firing, the inner cannula flies out "through into pt such as arrow." They state the fix point of inner cannula comes away from the fix point of the plastic attachment. We have attempted to receive further clarification on pt involvement with no reply thus far.

Manufacturer narrative:
There was no inventory on hand of the reported lot number to inspect. The returned sample was inspected and it was confirmed the inner stylet was separated from the hub. The inner stylet for this product requires a weld ball, the sample that was returned has a notch. Prior to 2006, this product was manufactured with a notch as seen on the sample returned. We have confirmed with the supplier the lot reported was manufactured with a weld ball, and they have confirmed all samples inspected for the lot were manufactured with a weld ball above the minimum specification. There was no packaging returned with the sample to confirm the lot number reported. We will continue to work in conjunction with the supplier of the product to determine the root cause of the failure.